Event description:
Boston scientific received information that this left ventricular lead had dislodged. The patient underwent a lead revision procedure where the lead was successfully explanted and replaced. There were no adverse patient effects reported. A request for the return of the device has been made.

Manufacturer narrative:
As of today, the lead has not been returned for analysis. Should additional information become available, this report will be updated.